Manufacturer narrative:
.

Event description:
It was reported that this vns patient passed away. Per obituary, the death occurred (B)(6) 2016 at the patient's home. No further relevant information was received. A certified copy of the death certificate with cause of death can not be requested per state law.